Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of the event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Therapy date for ipg is estimated. It is unknown when the lead was implanted due to not receiving patient information. During processing of this incident, attempts were made to obtain complete device and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was explanted and replaced to address the issue.